Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump battery appeared to be depleting quickly and subsequently the pump shut off unexpectedly. The customer's blood glucose level was reported to be rising and in the 200's range (mg/dl).